Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 6.9, 1.2, 3.4. They received all three of these results within 9 minutes of each other. Results= 6.9, 1.2, 3.4. The tests were run on the same meter with the same strips, performed by the same technician. Results 6.9 and 1.2 were on separate fingers while result 3.4 was done on the same finger as result 1.2. Customer was asked to run 4 tests on normal patient's not on coumadin. The results were as follows: 0.9, 1.0, 1.1 and 1.0. All results fell within normal range.

Manufacturer narrative:
Investigation pending.